Event description:
A healthcare professional reported following an intraocular lens implant procedure, the patient was unhappy with his vision neither distance nor near and has ghosting. The lens was exchanged in a secondary procedure. No patient harm was reported. The patient¿s issues have been resolved. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).